Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:"date inratio lab (B)(6) 2014 5.1 2.3(B)(6) 2014 3.8 2.1(b)(6() 2014 2.2 1.6(B)(6) 2014 3.7 2.1(B)(6) 2014 4.7 3.1(B)(6) 2014 3.2 2.2no specific time delay available for results.customer's therapeutic range is: 2.5-3.5.customer has not recorded the strip lot numbers for their results and could only provide the current lot number of strips they had. Patient previously reported other results that were captured in medwatch 2027969-2014-01013.

Manufacturer narrative:
It is indicated that product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and repeatability criteria. The products performed as expected and no product deficiencies were observed. The manufacturing records for the lot were reviewed. The lot met specifications and no non-conformances were documented. Root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Manufacturer narrative:
The results from (B)(6) 2014 were listed as: inratio=4.7 and lab=3.1. The inratio result should have been 4.6. Reviewing the investigation, the correct result was included in the data analysis. The product associated with the complaint was returned for investigation. The complaint was not confirmed during in-house investigation. Investigation of the returned monitor using retain strips did not uncover any deficiencies. The monitor and strips continue to meet specification and no product deficiencies were observed. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.